Manufacturer narrative:
The returned ipg sc-1132 serial number (B)(4) were analyzed and passed all required tests performed and exhibit normal device characteristics. The returned charger sc-5312 serial number (B)(4) were analyzed and no anomalies were found.

Event description:
A report was received that a patient was feeling a burning pain when charging his ipg and needed to charge ipg frequently. Patient was also experiencing communication difficulties with remote. The physician assessed the ipg needed to be explanted and the charger needed to be replaced. Physician explanted the ipg and implanted a new ipg. Patient was doing good post operatively.

Manufacturer narrative:
Additional suspect medial device components involved. Reference number: 10668533, product family: scs-chargers, upn: (B)(4), model: sc-5312, (B)(4).

Event description:
A report was received that a patient was feeling a burning pain when charging his ipg and needed to charge ipg frequently. Patient was also experiencing communication difficulties with remote. The physician assessed the ipg needed to be explanted and the charger needed to be replaced. Physician explanted the ipg and implanted a new ipg. Patient was doing good post operatively.